Event description:
It was reported that the preloaded intraocular lens (iol) was suddenly ejected while the trailing haptic came out of the injector. Bleeding from the patient's iris was observed. The lens was implanted in the left eye. An ophthalmic viscoelastic device from a different manufacturer was used for setting the iol. During examination one day post-operation, there was no inflammation. The patient's distant visual acuity was good with 1.2 results; therefore, the lens was not replaced. No patient injury was reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a3b, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: no suspect product was received; however, a video provided by the customer was evaluated. The video/screen captures showed a cataract removal from an eye being implanted with an intraocular lens (iol) claimed to be a tecnis eyhance optiblue iol preloaded in the simplicity delivery system model dib00v. The cataract removal completion could be seen as well as a sudden ejection of the trailing haptic lodging the lead haptic in the angle of the anterior chamber. Once the lens was moved from the angle to position it into the capsular bag, a mild bleeding located in the same zone where the lens was lodged was observed. The blood was removed through irrigation/ aspiration and the incisions were sealed trough stromal hydration. The root cause as well as the potential clinical impact of the observed incident could not be determined from a video assessment. Further analysis of the video revealed that during the advancement of the lens, and prior to uncontrolled advancement of the iol into the eye, it was noted that the cartridge was retracted outside of the incision site and pushrod was used to further advance the lens through the incision site and into the eye. It was also noted that the lens was not delivered into the capsular bag of the eye during the lens advancement. The complaint issue "uncontrolled delivery" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.